Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high atrial thresholds were noted on the right atrial (ra) lead, and a revision procedure took place. Subsequently, high and rising thresholds were observed on the ra lead, which led to premature battery depletion. The ra lead was revised and remains in use. The implantable pulse generator was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.